Event description:
Customer reports lancet protrudes from end cap of the softclix plus device before and after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.